Event description:
It was reported that the compressor did not deliver air. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue was confirmed during evaluation of the provided problem description. Service report and pictures are not provided. Customer contacted third-party company to perform service and repair. Information about the current status of the compressor mini has not been provided. Since no parts were returned for investigation, the root cause of the event has not been determined. H3 other text : 4117, 4114.